Manufacturer narrative:
In the previously submitted report, in box e (reporter country) was incorrect. After further review, it has been determined that this is a us-based complaint. An ous report is not required at this time. If any additional information is received at a later date, a supplemental report will be sent to the applicable authorities. In this report, box e (reporter country) has been corrected/updated.

Event description:
A device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The device was returned to the third-party service center for investigation. During evaluation, evidence of foam degradation was present inside the assembly. The device was scrapped as per customer request.